Manufacturer narrative:
The reported event was confirmed based on a visual inspection done on a part of the same lot code. Based on investigation, the root cause was attributed to a manufacturing related issue. A CAPA was opened and the affected parts were recalled.

Event description:
Absence of a dial to reproduce the test in its final version: impossible to identify the positioning of the platform on the rod, and the positioning of the insert on the platform implant not conform with the needed one. Apparently the problem has already been reported because the platform would in fact be a centered 0 of ref dwf 500 in the packaging of a dwf 510. No substitute device since only one unit in the deposit ; approximate and random positioning at the end. Prolongation of fifteen minutes of the surgery and many hesitations during the procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Absence of a dial to reproduce the test in its final version: impossible to identify the positioning of the platform on the rod, and the positioning of the insert on the platform implant not conform with the needed one. Apparently the problem has already been reported because the platform would in fact be a centered 0 of ref dwf 500 in the packaging of a dwf 510. No substitute device since only one unit in the deposit ; approximate and random positioning at the end. Prolongation of fifteen minutes of the surgery and many hesitations during the procedure.